Manufacturer narrative:
Pump received with display anomaly-flashing mdt logo. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat due to display anomaly-flashing mdt logo. Unable to test for power problem-failed battery test due to display anomaly-flashing mdt logo. Unable to download history files/traces using thump and unable to upload using carelink due to display anomaly-flashing mdt logo. Unable to perform the history review 1 week prior to the 16-oct-2025 due to flashing medtronic logo. Unable to generate the power management graph due to flashing medtronic logo. Pump was cut open to perform visual inspection and found corroded electronic assembly, force sensor and moisture damage on the motor. The keypad flex trace was corroded. Using a test pcba 1 and the original pcba 2, the pump had flashing medtronic logo. Test p-cap and reservoir locked properly into reservoir compartment during testing. The pump was received without a battery. No damage noted on the battery cap. The following were noted during visual inspection: minor scratched display window, scratched display window cover, scratched case, cracked battery tube threads, cracked case at the battery tube side, cracked case at the corner of the belt clip rail, faded serial number label, pillowing keypad overlay, stained keypad overlay and cracked keypad overlay at the select button. Unable to verify daily total of all insulin delivered, daily total of basal insulin delivered and daily total of bolus insulin delivered for event date 16-oct-2025 in the pump history file due to unable to download/display anomaly-flashing mdt logo. Unable to perform the history review 1 week prior to the 16-oct-2025 due to unable to download/display anomaly-flashing mdt logo. Unable to perform the functional test due to display anomaly-flashing mdt logo. Unable to confirm alleged high bgs. Display anomaly-flashing mdt logo confirmed during analysis due to corroded pcba 2. Upload error confirmed (unable to download history files/traces using thump and unable to upload using carelink due to display anomaly-flashing mdt logo). Power problem-failed battery test unknown due to display anomaly-flashing mdt logo. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia. The customer also reported a battery-failed alarm. The customer was treated with emergency medical services. The event involved product(s) mmt-332a, mmt-1884, and unomedical. Troubleshooting was performed for the battery failed alarm, and the customer reported that no damage to the battery cap or compartment springs. The customer was advised that the insulin pump would be replaced and advised to revert to a backup plan per the healthcare professional's instructions and place the pump in storage mode. It is unknown whether the customer was using the auto mode/smart guard feature at the time of the event. It is unknown whether the customer was using the insulin pump system within 48 hours of the reported event. No further patient complications were reported. No product return is required for mmt-332a. The customer will discontinue use of the insulin pump. Mmt-1884 was requested, and the customer responded that the device would be returned. No product return is required for unomedical.